Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. However, during an attempt to remove this lead, difficulty was encountered. The product was surgically abandoned. No additional adverse effects reported.